Event description:
Title: use of a vessel sealer for hysterectomy at time of prolapse repair: a randomized clinical trial. The aim of this single-blinded, randomized controlled trial was to describe postoperative pain levels utilizing the ligasure vessel sealing device for vaginal hysterectomy in patients undergoing major reconstructive surgery. Between january 2022 to october 2023, a total of total of 95 participants were randomized included in the study. Divided into 2 groups 48 (50.5%) in the intervention arm and 47 (49.5%) in the control arm. Using 0-polyglactin 910 suture (0-vicryl, ethicon, johnson & johnson)for closure of the vaginal cuff was performed in a vertical running, locked fashion.. 0-polydioxanone sutures (0-pds, ethicon, johnson & johnson) which was used for ligament fixation. Follow up were unknown. Reported complications: 0-polyglactin 910 suture (0-vicryl, ethicon, johnson & johnson)0-polydioxanone sutures pds, ethicon -postoperative urinary retention, pour(n=5) treatment: not reported -post operative pain(n=4) treatment: not reported -had bleeding(n=2) treatment: not reported -urinary tract infection(n=2) treatment: not reported in conclusions, while vessel sealing devices may reduce pain after vaginal hysterectomy alone, these benefits were not detected following concomitant major pelvic reconstruction. Similar operative times and blood loss between groups may be due to the expertise of the surgical subspecialist and not the device itself.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: urogynecology (phila). 2025 mar 1;31(3):234-242. Https://doi.org/10.1097/spv.0000000000001617. Epub 2024 dec 9. Pmid: 39657205.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.